Manufacturer narrative:
The investigation determined that multiple, unexpected, vitros phyt results were obtained using qc fluid level iii on a vitros 5600 integrated system. The investigation could not determine a definitive root cause. An instrument or reagent related issue cannot be ruled out as contributing factors.

Event description:
A customer obtained multiple, unexpected, vitros phyt results using qc fluid level iii on a vitros 5600 integrated system. The following results were obtained: qc fluid results = 21.1, 32.8, 33.7, 33.1, 35.0, 34.5, 35.7, 34.8 vs. An expected result = 27.0 g/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. This report is number two of eight MDR¿s for this event. Eight 3500a forms are being submitted for this event as eight devices were involved. (B)(4).